Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had a cracked end cap and display window.

Event description:
The insulin pump was returned without a complaint. No further information was provided.